Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll stopper was defective /damaged. Catalog number: 309628 batch number: 5268564 date of occurrence (mm/dd/year): 05/27/2026 number of affected products? :1 is a pen/autoinjector associated with the complaint event? (Yes/no): yes is the pen/autoinjector a bd product? (Yes/no): yes lot number of the pen/autoinjector device (if a bd product): 4312487 are health authorities informed? (Yes/no): no. Complaint description: it was reported that syringe stopper damaged/defective (plunger removed and leakage). When the nurse attempted the injection, the plunger came out of the syringe and the product leaked. Out the back.